Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient had to recharge every day due to their settings and usage, however the patient mentioned it never fully recharged. No further complications were reported. No patient symptoms were reported.